Manufacturer narrative:
No product was received by medtronic. The customer reported difficulty advancing the needle. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. The investigation could not determine the root cause of the event. The sample was not returned and no failure mode was identified. No corrective action is required. Trending is performed per local procedure. No DHR performed: as no lot / serial number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots from production. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic medical affairs physician attended the "(B)(6) live eus" course/conference, and became aware of instances where a medtronic device did not function as expected by the user. The medtronic physician reached out to the individual who stated the problems with the medtronic device in an attempt to gather more information. According to the user, the difficulty advancing only occurred while obtaining tissue samples of a pancreatic head lesion, and the scope was "turned or torqued". The treating physician reports, mucosal shearing that happened once. There was no surgical intervention, but the physician did give patient antibiotics for a week and he/she did fine. Did not have to admit the patient to the hospital.